Manufacturer narrative:
This report is submitted to provide additional device evaluation information. Multiple parts of the distal end were found to have foreign material or dirty. Specifically, the area around the nozzle, forceps elevator and adhesive around the objective/light guide lens. It is not possible to identify when the material was attached to the parts. Additional evaluation findings are as follows: 1.) Corrosion of multiple device components due to water invasion; 2.) Damage to the electrical connector; 3.) Leak found between the plastic cover and distal end; 4.) Due to wear of angle wire, the play of the up/down knob out of specification; 5.) Connecting tube noted scratched; 6.) Adhesive noted discolored and worn.

Manufacturer narrative:
The suspect device was returned and evaluated by olympus. Findings include the following: insufficient cleaning (handling problems), forceps channel has a pinhole, water invasion in the device, part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue), corrosion is seen around the arm, the angle wires have become stretched, and damage (deformation) of the endoscope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a ¿noisy image¿ with an evis exera ii duodenovideoscope. However, during device evaluation, there was foreign material on the distal end of the scope. This MDR is being submitted for the foreign material identified during device evaluation.

Event description:
Additional information received from the customer reported the scope was reprocessed according to the instruction for use (IFU). After reprocessing, the instrument was removed from the washer and attached to the processor, but there was no image.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material on the scope could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material on the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.